Manufacturer narrative:
One bi-directional, curve d-f, tacticath sensor enabled contact force ablation catheter was received for evaluation. The tactisys log files were analyzed and indicated the optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation. Following the final ablation recorded in the log files, contact force values increased to high values and there were multiple removal and reinsertions of the catheter into the patient. A manual reset was not performed after any of the reinsertions into the patient and contact force was intermittently displayed after the last reinsertion into the patient. The event description indicated ablations were performed with an rf power of 50 w with an irrigation flow of 30 ml/min. The tacticath sensor enabled contact force ablation catheter instructions for use warns that ¿application of rf energy at a power higher than 30 w is associated with a higher likelihood of audible steam pop occurrence.¿ and also states ¿it is important to carefully titrate rf power. Too high rf power during ablation may lead to perforation caused by steam pop.¿ when the returned device was connected to the tactisys quartz unit, optical fibers 1-3 met specifications for optical properties and contact force was displayed with no error messages noted. Further investigation revealed a gouge in the shaft material between electrodes 1 and 2, consistent with fluid ingress and a loss of force data during the procedure. The magnetic sensor, both thermocouples, and electrodes 1-4 met specifications during electrical testing with no open or short circuits detected. In addition, the device met specifications during temperature testing and occlusion testing. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the gouge in the shaft material remains unknown. Due to unknown procedural conditions, we are unable to conclusively determine the cause of the reported event. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During a persistent atrial fibrillation procedure, a pericardial effusion occurred with no intervention reported. The system prompted to check contact force baseline directly after the end of ablation number 52 with the tacticath se catheter. The catheter was removed, reseated, and then re-inserted. The ablation continued normally for 2 more applications then prompted to check contact force baseline again after the end of the application with contact force being fixed at 100 grams. The catheter was replaced , but the procedure was stopped shortly after when there was a change in heart pressure. A pericardial effusion was diagnosed via transesophageal echocardiogram and ultrasound in the left atrium at the antrum of the right inferior pulmonary vein. The consultant believes that the adverse health consequence was due to a steam pop that happened during ablation number 52 on the posterior wall of the left atrium in smooth tissue, which could have in-turn damaged the catheter. The steam pop was discovered retrospectively when reviewing the lesions, a sudden increase in impedance was noticed without the catheter moving from location. The patient is stable and recovering, no intervention has been reported.